Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: item no: 159575, item name: oxf anat brg rt md size 3 PMA, lot: 465200. Item no: 161469, item name: oxf twin-peg cmntd fem md PMA, lot: 599820. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient reported that he underwent an initial right knee arthroplasty on (B)(6) 2019. Subsequently, the patient experienced pain. Dr confirmed tibial loosening which would require a complete knee replacement. Revision to be scheduled.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received the condition of the components is unknown. Four images with a total of five anteroposterior (ap) radiographs were provided with (B)(4): one radiograph taken before primary surgery, on (B)(6) 2019; one radiograph taken on (B)(6) 2019, 13 days after primary surgery; one radiograph taken on 12-jan of an unknown year; two radiographs taken on (B)(6) 2021, 1 year and 5 months after surgery. Only the radiographs showing the oxford implant are considered relevant for this assessment. On all relevant radiographs, the medial edge of the tibial tray appears to be short of the medial edge of the tibial plateau. The oxford surgical technique recommends the medial edge of the tibial tray to be flush with, or to have over 2mm overhang from, the medial edge of the tibial plateau. The femoral component appears to be positioned medially with respect to the femoral condyle and to the bearing surface of the tibial tray. The oxford surgical technique recommends the femoral component to be positioned centrally with respect to the medial femoral condyle. In addition, the x-ray marker wire and medial ball of the polyethylene bearing indicate that the component is overhanging the medial edge of the tibial tray during articulation. The oxford surgical technique recommends the x-ray markers of the bearing to be central and parallel with the tibial tray. Mediolateral (ml) radiographs are required for the full assessment of the fit and positioning of components. In all post-surgery radiographs, a gap appears to be present between the vertical wall of the tibial tray and the vertical cut of the patient¿s tibia, where no bone cement is visible. The oxford surgical technique recommends the vertical wall of the tibial tray to be flush with the vertical cut of the tibia, with no gaps. The provided radiology review notes dated (B)(6) 2020 and (B)(6) 2020 report that there is a lucency seen about the tibial component, possible loosening; it is not clear whether this refers to the observed gap. Email communication from the patient inform that the surgeon mentioned that cement failed. The cement used in this instance is not a zimmer biomet product. The manufacturing history records (mhrs) of the tibial tray, femoral component and polyethylene bearing have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. Patient is male, was 86 at the time of primary surgery, and described himself as in reasonably fair condition but with serious heart issues. It was confirmed in the provided surgical notes that the acl and mcl were intact at the time of surgery, and that there was no significant cartilage loss of the lateral compartment with mild grade 2 changes of the medial side of the patellofemoral joint. The instructions for use documents included with the oxford tibial tray provided the following information: warnings: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces. Revision surgery may be required to prevent component failure. Care is to be taken to ensure complete support of all parts of the device embedded in bone cement to reduce risk of stress concentrations, which may lead to failure of the procedure. Possible adverse effects: loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. Persistent pain. It is not possible to confirm the root cause of the reported tibial tray loosening and patient¿s pain without examination of the implanted components and provision of mediolateral radiographs and surgical notes for the revision surgery. At the time of writing this assessment, the date of revision surgery is unknown. However, based on the available information, it appears that sub-optimal sizing and alignment of components, and/or sub-optimal cementing technique may have contributed to the reported failure of the device. A review of the complaint database over the last 3 years has found (B)(4) complaints reported with the item 154727(including initiating complaint). If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
Patient reported that he underwent an initial right knee arthroplasty on (B)(6) 2019. Subsequently, the patient experienced pain. Dr confirmed tibial loosening which would require a complete knee replacement. Revision to be scheduled.

Manufacturer narrative:
(B)(4). Additional information received: dob: (B)(6) 1993. Lot number received: 648900. Associated products: medical product: unknown oxford stem, catalog #: unknown, lot #: unknown. Medical product: bearing tibial oxford anatomic r med size 3 left-log413783, catalog #: unknown, lot:934236. Medical product: cement bone cmw2 w/gentamicin 20 g, catalog #: unknown, lot:924236. Medical product: femur oxford cem twin pedded med-log413783, catalog #: unknown, lot:599820. Surgeon mentioned that cement failed. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
Patient reported that he underwent an initial right knee arthroplasty on (B)(6) 2019. Subsequently, the patient experienced pain. Dr. Kokmeyer confirmed tibial loosening which would require a complete knee replacement. Revision to be scheduled.

Manufacturer narrative:
(B)(4). Initial report. Medical product: unknown oxford stem, catalog #: unknown, lot #: unknown. Medical product: unknown oxford bearing component, catalog #: unknown, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient reported that he underwent an initial right knee arthroplasty on (B)(6) 2019. Subsequently, the patient experienced pain. Dr. (B)(6) confirmed tibial loosening which would require a complete knee replacement. Revision to be scheduled.